Manufacturer narrative:
Evaluation summary: it was found that the screws implanted were not the recommended screws from the surgical technique. These screws were non sterile screws and it is unk if they were sterilized before use, whereas the recommended screws in the surgical technique are sterilized to the FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Evaluation codes: device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.

Event description:
It was reported that the pt's hip was revised due to infection.